Event description:
During preparation for an endoscopic variceal ligation (evl) procedure for esophageal varices, the physician chose a cook 6 shooter saeed multi-band ligator. It was initially reported that when the nurse pushed the white cannula into the handle's valve, she found the hook was bent, tried another way, it was the same, so she changed to another box, then it was okay. There was no reportable information at that time. The device was returned for evaluation and qe identified that a band prematurely deployed in the packaging. This occurred after the procedure, no patient involvement.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All device components were included in the return, including the 1 loose band in the tray. Our laboratory evaluation of the returned device identified the device was returned with 1 loose band in the tray. The photo provided shows all six bands on the barrel, therefore one band detached in transit. The loading catheter returned with both blue hooks deformed. A visual examination of the device was performed. The remaining bands were located correctly on the barrel. The trigger cord was examined, and all twelve deployment beads were present. The beads could not be verified for correct location as the trigger cord was still attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots which is within the established tolerance. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device identified a band was detached within the packaging. Since all bands were present in the photo provided of the complaint device and the band was loose upon receipt the most likely cause is shipping or handling. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.